Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. There were no patient complications during the procedure. According to the complainant, the hta case was completed without incident. Approximately three hours post procedure, the patient went to the emergency room with complaints of intense pain at the pelvic area. The patient was given tylenol with codeine no. 3 and ibuprofen to alleviate the pain, however, the pain still persisted. The patient was then admitted and was being released from the hospital the following day. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.